Event description:
It was reported that the laparoscope, gynecologic had interference in the image. The issue was identified during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the video cable was broken, stripes occurred, and the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, and stripes occurred therefore the image was not displayed (accompanied by interference in the image). In regard to the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.